Event description:
It was reported the pt had left hip revision surgery in 1994. It was reported the pt developed an infection and injury as a result of contaminated sutures. Pt is deceased. There is no info provided that relates pt's death with this report of infection and injury.